Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "white flocculation" was observed in the header of a prismaflex st150 set during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not show any particulate matter inside the filter but allowed observing the presence of white fibers that were not filled with blood on the outskirts of the fibers bundle. The white coloration of the fibers indicates that these fibers were obstructed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported event was determined to be related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.